Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to instability and pain. Surgeon noted loosening of the pfc sigma femoral adapter and pfc sigma bolt. The bolt broke and disassociated from the adapter. The femur was easily removed and the adapter was turned loose. The remaining bolt was removed from the existing femoral sleeve via a threaded extractor in the revision knee removal system. All components were removed. The surgeon then successfully completed converting to a hinge femur. Patient had existing tc3 revision construct in left knee. Doi: (B)(6) 2017 dor: (B)(6) 2021 left knee.